Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided images found only the screw is connected to the device. The anchor and sleeve are detached. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed. Factors that could have contributed to the reported event include partial deployment of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff procedure, the multifix 5.5mm knotless anchor broke off outside the patient. Backup device was available to complete the procedure. No delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.